Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified appears to be fluids clear inside the device and observed delamination total in the diaphragm disk shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product, deflation". Manufacturer of the devices unknown." Device has been explanted.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product, deflation". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.